Manufacturer narrative:
(B)(4). Batch # r93u93. Additional information requested and received: was there a surgical delay due to product failure? There was no delay. Was there any damage or consequence to the patient due to the surgical delay? There was no damage, no consequence was reported, the replacement took a short time. What is the current state of the patient? There was no report of any consequence in the recovery of the patient. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 4 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The staples did not come out (the stapler did not fire) and in this way the doctor requested an immediate change during the procedure, it should be noted that there was no complication with the patient.